Manufacturer narrative:
The strip vial with one strip remaining was returned for investigation. The returned test strip and one master lot strip were measured with a retention meter in comparison to a retention meter and masterlot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
An lpn from a home health facility complained of erroneous results for 1 patient between coaguchek xs meter with serial number (B)(4) and a laboratory using the dade innovin method. The initial result from the coaguchek xs meter was 3.5 inr. The dade innovin result from a sample obtained "a few minutes later" was 5.5 inr. The laboratory result of 5.5 inr was believed to be correct. The patient's medication was adjusted based on the result from the laboratory. It was noted that the qc check mark was observed at the time of the test on the meter. The patient's therapeutic range was not known. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. No adverse event occurred. The patient is feeling ok. The suspect strips were requested for investigation and replacements were sent. Relevant retention test strips (lot 20646112) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.